Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in (B)(6) that their vapr p90 electrode didn't allow to vacuum and was incandescent during its operation. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was returned for evaluation. The investigation summary was updated to reflect the device return. Investigation summary: the device was received and evaluated.the complaint can be confirmed. It was observed that the saline residue was present in the suction tubing indicating that the device had been previously used.the device was forwarded to the manufacturer for further investigation. The manufacturer indicated that the while performing the functional tests flow rate was failed. Due to the flow rate failure further investigational work was performed to establish the cause. A blockage in the suction path was noted at the proximal end of the metal suction tube. The blockage was found to be caused by glue entering the tube. The device was found to activate on ablate and coag without issue.uv glue inside the active suction tube was the cause of the electrode blockage. Probable cause is uncured uv glue migrating down the active suction tube. Further investigation into this failure is being conducted under supplier CAPA electrode lot number (u1805099) was manufactured prior to the creation of this supplier CAPA, which has addressed the cause of this blocked electrode. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4).

Event description:
Additional event information received on 11/22/2018. It was reported by an affiliate that the suction line was hooked to wall suction. The procedure was completed because new device was opened. No patient consequences. The device will be return. Additional event information received on 11/26/2018. It was reported that the product still at customer. More details to follow.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4).

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. The complaint device is not being returned, multiples attempts for product return were made with no response, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.